Event description:
During evaluation the heartstart mrx the field service engineer (fse) noted the device failed opcheck for power pca. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.